Manufacturer narrative:
During follow-up, the patient said his doctor advised him to catheterize twice a day to completely drain his bladder. He reported there were no defects or malfunction with the m14 units, likes them, and will continue to use them. The patient preferred not to provide any personal details for the report.

Event description:
Intermittent catheter patient (user) said he had one urinary tract infection (uti) concurrent with catheter use and that was the cause for the recommendation for him to start catheterizing two times per day. During follow-up, the patient said he was prescribed an antibiotic and recovered fully after taking the prescribe course and feels fine now.